Event description:
"This stent was implanted on tuesday in dresden with a length of 250mm. (Patient: (B)(6) there was a discrepancy between the markers on the drawing and the markers on the prosthesis. On the drawing there were 3 markers to represent the scallop, but on the stent, there were 4 identical markers visible! This was very irritating and unsettles the doctor. If, as in this case, the anatomy is also strongly angled, the stent cannot be rotated for alignment. Damage to the outer catheter occurs. There was a problem with the release, despite rapid pacing, which led to the migration of a few cm." Patient outcome: "patient fine but has to receive another anesthesia due to second implant."

Manufacturer narrative:
The complaint in this report was received on october 24, 2024, with an awareness date of september 03, 2024. Therefore, the emdr submission was reported past the 30-day time frame. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"This stent was implanted on tuesday in dresden with a length of 250mm. (Patient: (B)(6) there was a discrepancy between the markers on the drawing and the markers on the prosthesis. On the drawing there were 3 markers to represent the scallop, but on the stent, there were 4 identical markers visible! This was very irritating and unsettles the doctor. If, as in this case, the anatomy is also strongly angled, the stent cannot be rotated for alignment. Damage to the outer catheter occurs. There was a problem with the release, despite rapid pacing, which led to the migration of a few cm." Patient outcome: "patient fine but has to receive another anesthesia due to second implant."

Manufacturer narrative:
The complaint in this report was received on october 24, 2024, with an awareness date of september 03, 2024. Therefore, the emdr submission was reported past the 30-day time frame. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.